Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported to the manufacturing representative (rep) that the patient had some discomfort at battery site, particularly when she was sitting. The battery would push in one area. A pocket revision was preformed and the battery was moved to a new site in the back on (B)(6) 2020, above pant line. The issue was resolved.